Manufacturer narrative:
(B)(4). Concomitant medical products - tinbn coated oxf tib tray b lm , item 154720tnbn, lot 2949882, therapy date -(B)(6) 2017, oxf anat brg lt md size 3 PMA, item 159547, lot 2880367, therapy date - (B)(6) 2017. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01052 and 3002806535-2018-01053.

Event description:
Oxford knee revision due to loosening.

Event description:
Oxford knee revision due to loosening.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Investigation is completed based on current available information. The legal case is on-going. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required. Zimmer biomet will continue to monitor for trends.